Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned devices confirms liner fracture secondary to disassociation of the liner and cup in vivo. The components exhibited minor wear typical of the service life. The deformation and fracture of the liner, and gross wear between the ceramic head and titanium cup are all likely due to vertical cup placement, with edge loading and potentially subluxation. No evidence of material or manufacturing defects was observed. A search of the complaints databases identified no other reports against the product/lot code combinations. A review of contributing product device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Severe dysplasiecoxarthrosis it came to a progredient pe wear with decentrisation of head and congruent paint.